Manufacturer narrative:
This report is filed on may 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported), in order to remove the abutment. The implanted device remains.